Event description:
One cadd ms3 pump reported one pump has trouble with both ms3 pumps. Getting error: "not ready pushrod must move forward, remove cartridge then press ok." Pt could not clear error. The pt decided to go to the hospital and borrow one of their pumps. Did the product fault occur while in use? Yes. Did the product issue cause/contribute to injury? No. Device available to be returned? Yes. Device replaced. Dose or amount: 119 ng/kg/min, frequency: continuous, route: subcutaneous. Dates of use: (B)(6) 2015 to current. Infusion is life sustaining. No adverse reported effects.